Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted using the proglide device in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 12fr. Reportedly, the device did not close the vessel opening. A second proglide device was used to achieve hemostasis. No adverse patient sequela was reported. There was no reported clinically significant delay in the entire procedure. Although, the name of the physician was provided, it is unknown if the physician has been trained in the use of the proglide device or established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - device was not returned. It was initially reported that the device would be returned for analysis. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.